Event description:
It was reported that the patient¿s first implantable neurostimulator ¿went dead¿ and had to be replaced. It was stated that the healthcare professional (hcp) put it in the front.

Manufacturer narrative:
Concomitant products: product ID 377760, lot # v018193, product type lead; product ID 377760, lot # v015438, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).